Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing of myopotential noise on the right atrial (ra), right ventricular (rv), and shock channels. Varying amplitude morphology measurements were also observed on both the ra and rv channels. Troubleshooting options were provided to the field and the ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing of myopotential noise on the right atrial (ra), right ventricular (rv), and shock channels. Varying amplitude morphology measurements were also observed on both the ra and rv channels. Troubleshooting options were provided to the field and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the ICD was explanted and replaced. The ra and rv leads were also explanted due to oversensing of noise. No information regarding the model/serial of the leads was provided, however there were confirmed to have been implanted over 10 years, which may have contributed to the observations in this event. No additional adverse patient effects were reported.